Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation. The legal manufacturer indicated that since more than 7 years have passed since the equipment was manufactured and delivered, it is presumed that a problem occurred due to deterioration of the electronic components on the cm board. (The cm board generates and outputs sdi signals. It is presumed that the cause was that a hard object hit the surface of the device or was wiped off with a coarse cloth. The instructions for use instruct user ¿do not apply excessive force to the vide system center and/or other instruments connected. Otherwise, damage and/ or malfunction can occur. Do not wipe the external surface with hard or abrasive wiping material. The surface will be scratched.¿ a review of the DHR revealed no manufacturing abnormalities during the manufacturing of the device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the user¿s report of no image due to a printed circuit board failure. The device was found to have an older version of the software and main switch. The device was serviced and returned to the user facility. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The user facility reported that the video and ultrasound processor connector on rear panel was not working. The customer reportedly experienced no image when checking the sdi ports. Multiple wires were used to check the device. No patient injury reported.